Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device at eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there the remote transmission indicated a charge circuit warning. The device is at end of service (eos). The physician will be informed and the device remains in use. No patient complications have been reported as a result of this event.